Manufacturer narrative:
The ge service representative conduced an onsite investigation. The system interface board, the single board computer, the hard drive, the generator boards, and both monitors were replaced. The calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.